Manufacturer narrative:
The devices, intended for use in treatment were not returned for evaluation, reporting event could not be confirmed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a thr procedure, the drill broke while the surgeon was trying to drill for a screw. All the pieces were recovered. There was an s&n backup device available. There were no delays in the procedure and no patient injuries were reported.